Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, chevar can be completed with a high degree of success; however, perioperative complications and maes during follow up, including loss of chimney patency and endoleak, may occur at a higher rate than previously reported.

Event description:
Received an article titled critical analysis of results after chimney endovascular aortic aneurysm repair raises cause for concern published in the journal of vascular surgery. The article examined midterm outcomes of chevar. Per the physicians response adverse events included stent thrombosis, renal failure (drop in gfr) and stent compression.